Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin plus the b-subunit (hcg+b) result for one patient sample. The initial result was 0.100 miu/ml with a data flag. The sample was automatically repeated with a result of 634.0 miu/ml. The patient sample was run for 3 different tests at the time of the event. 2 of the 3 tests received a sampling alarm and no results were generated. The initial hcg+b result was 0.100 miu/ml with a data flag. The sample was immediately automatically repeated by the device with a result of 634.0 miu/ml. The initial result was reported outside the laboratory to the fertility clinic. The customer stated that due to the result, the patient's hormone treatment was stopped and the fetus miscarried. The repeat result was believed to be correct. It was noted the customer's current process is to not hold results at the device but to transmit all test results, including initial and repeat testing results to the laboratory information system (lis). The customer then manually overrides the result and releases the result. The technologist in the lab released the result of 0.100 miu/ml. The reagent lot number was 185430. The expiration date was requested, but was not provided. The field service representative could not find a cause. He verified the patient sample was automatically retested as expected due to the data flag. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible root cause of the event was a sample related issue as noted by the sampling alarms that were received on the other two tests. Based on the information provided, no reagent or general instrument issues were identified. The device has a review by exception option that allows flagged results to be held at the device for review prior to transmission to the lis. The customer was not using this option at the time of the event.